Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she had just refilled a reservoir and a new set prior to receiving the alarm. She inquired about reusing insulin. The customer's blood glucose was 114 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to flattened act keypad dome. The insulin pump had minor scratches on lcd window and cracked case near display window corners.